Event description:
This ra lead was implanted on (B)(6) 2017 still remains implanted at this time. On the same day it wa-s noted that this lead was successfully positioned after two dislodgements. The physician was dr. (B)(6) at (B)(6) in (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).